Event description:
Boston scientific received information that this right atrial (ra) lead dislodged one day post implant, and as a result a repositioning procedure took place a month later. During the repositioning, the lead helix became non functional, so the lead was explanted and successfully replaced. To date, no adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual observations confirmed that the complete lead was returned with the helix extended. There was dried blood past the helix mechanism up through the lumen. The lead insulation is cut at 181 and 187 mm from the terminal pin. Most likely due to the removal of the suture sleeve, and the suture sleeve was cut. The helix would not retract, most likely due to dried body fluid in the helix mechanism. The allegation of "lead dislodged," was not confirmed. Electrically, lead was found to be within specification. The lead damage was determined to be procedurally induced.

Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this report will be reopened and updated as necessary.